Event description:
It was reported that the device experienced a partial power on reset (por) resulting in the battery voltage, compass data, and weekly trends not being reported on the carelink report. It was determined that there were "flipped bits" in the diagnostic memory. The patient is currently undergoing radiotherapy. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5086mri52, implantable pacing lead, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. The analyst noted that the battery vo ltage was not available due to bit flips in diagnostic memory and lead impedance trend data.